Manufacturer narrative:
The customer contact indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80foz and is pre-amendment 510k. This report represents all the info known by the reporter upon query by hospira personnel; (B)(4).

Event description:
The customer contact reported the catheter separated. It was reported that the catheter was placed in the pt's sacral hiatus to deliver an unspecified medication. After an unspecified length of time in use, it was reported that the catheter "broke off/fractured." Reportedly unspecified medical intervention was required; however, no specific details of the medical intervention were provided. There was no reported adverse pt effects and no reported delay in therapy critical for this pt. Additional info was requested, including the medical intervention provided and the pt outcome. Hospira is continuing to investigate.